Event description:
Drill bit hung up on edge of screw hole in acetabular cup. The result was the flexible driver shaft twisted like a pretzel and the drill bit broke at mid length. All pieces were retrieved. There was no adverse consequence for the pt or delay in surgery or anesthesia time.